Manufacturer narrative:
The biomedical engineer (bme) reported experiencing recurring comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns model #: cns-2101 serial #: (B)(6). Device manufacturer data: dec. 11, 2023 unique identifier (B)(4). Returned to nihon kohden: na. Zm transmitter: model #: zm-531pa serial #: (B)(6) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na transmitters model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported experiencing recurring comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported experiencing recurring comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). No patient harm was reported. Investigation summary: the evaluation of the device shows that this complaint is confirmed, and the root cause of the reported issue is due to board failure. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: on (B)(6) 2025 emailed the bme for all information in the ni list above: the bme replied that they did not have the model or serial numbers of the other transmitters. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns model#: cns-2101, serial#: (B)(6), device manufacturer data: dec. 11, 2023, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na. Zm transmitter: model#: zm-531pa, serial#: (B)(6), device manufacturer data: nov. 8, 2023, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na. Transmitters model#: ni, serial#: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Additional information: b4: date of this report. D9: device available for evaluation. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported experiencing recurring comm loss errors at the central nurse station (cns) with this multiple patient receiver (org). No patient harm was reported.